Event description:
Reporting status: serious injury -permanent damage. Reporting rationale: dislodged stent remains in the pt. Device issue: stent dislodgement. It was reported that the target lesion was the proximal lcx with heavy tortuosity, heavy calcification and 99% stenosis. After pre-dilating with a voyager, the 2.5 x 18 mm pixel was delivered toward the lesion. However, the pixel became stuck short of the lesion, possibly on calcification, and the stent implant dislodged. It was not possible to remove the dislodged stent from the pt's body. The procedure was stopped. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Reportedly, the lesion was heavily tortuous, heavily calcified, and 99% stenosed, which likely contributed to the difficulties experienced. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to reported difficulties during the procedure. To ensure this type of occurrence is not related to a potential mfg or product deficiency, all sds are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Based on the reported info, the failure to advance and subsequent stent dislodgement appears to be related to circumstances of the procedure.